Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of the instructions for use, and quality control data. A pmg-18-40-mpis wire guide was returned, from a upicds-5.0-CT-40nt-abrm-1111, partially removed from the wire guide holder. A section of the wire guide was unraveled, approximately 16.5cm in length. There weren't any indications that the wire had made patient contact, no bio matter or other substances were found on the surface of the wire. The device history record review and related complaint history review could not be performed as the lot number of the complaint device was not provided. Based on the available information, shipping and/or handling of the product could have contributed to this complaint. However, a definitive cause for the damage could not be determined. A quality engineer risk assessment concluded no risk reduction activities are required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
It was initially reported when preparing for a PICC line insertion, the turbo-ject double lumen minocycline/rifampin bedside power-injectable PICC, g23914, was to be used. Upon removing from the package, it was noted that both ends of the wire was fine, however the middle section of the wire appeared to be unraveled. The device was not used and another of the same device was opened to continue with the insertion. As provided in the instructions for use: that accompanies this device: how supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. The customer report was assessed as a non-reportable event however, upon completion of the returned device failure analysis on 11dec2018, reportability was reassessed as a reportable malfunction.